Event description:
It was reported that the right ventricular (rv) lead had high thresholds. It appeared that the thresholds had been high for a while. The outputs were increased and the rv lead remains in use. No patient complications have been reported as a result of this event.